Manufacturer narrative:
Date of event: unknown. Awareness date has been used for this field. Phone number: (B)(6). Results: bd had not received any samples from the customer facility for evaluation; therefore, the investigation was limited. The manufacturing records were reviewed for the incident lot and no issues were identified. Bd is reviewing specific areas in the manufacturing process where the cause of the indicated failure mode could have originated. Conclusion: an absolute root cause for this incident cannot be determined. CAPA (B)(4) has been opened for this record.

Event description:
It was reported that several bd vacutainer® plus plastic sst tubes released their stoppers during centrifugation, resulting in leaked serum. No serious injury or medical intervention.